Event description:
A surgeon reports a patient with central islands in both eyes following lasik surgery. This report is for the left eye, the right eye is being reported on manufacturing report (B)(4). Postoperative information indicates this patient has a residual refractive error in the left eye (induced astigmatism) and exhibits a 1 line decrease in bcva; however, the ucva improved from 20/250 to 20/25. This surgeon reported some of his patients mentioned blurred vision and double imaging. It is unclear if this reference patient experienced these specific visual disturbances. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).